Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the jaws of the medium-large clip applier instrument could not fully close. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clip applier incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon stated that the exact usage count when the incident occurred is uncertain. Also, there was no other issues with instrument was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.